Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit is shutting down with red light, no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to shut down, which confirmed the original complaint issue. There is no indication that there was a malfunction of the audible alarms.

Event description:
Dealer is stating that the unit is shutting down with red light, no alarm.